Event description:
During a laparoscopic sigma procedure, the anastomosis tore while being removed. The same thing happened with 2nd like devices. The procedure was converted to open and completed with a 3rd like device.